Event description:
New information received notes that programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained rv oversensing episodes for post paced t wave oversensing. No patient consequences were reported. No programming changes were reported.